Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous right internal carotid artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was selected for use. During preparation, upon checking balloon inflation during setup, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.